Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting the suture and implants returned outside the channel with the knot fully tightened. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found the actuator bar does not return to the proximal position when the slider is cycled, it returns to the pret2 position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair, a fast fix t2 implant could not be deployed. T1 was removed successfully with a blade. Surgery continued without any delay, with a back-up device. No further complications were reported.